Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheter was not suctioning the urine. The representative did water test the motor then it passed. The representative did the wick test and it failed the water cup test. The patient had 24 purewick female external catheters left in the box. The patient had been using this product for less than 90 days. Per additional information received via sample form on 29mar2022, stated that each time they tried the patient was soaked in urine and has been to the doctor several times with resulting that patient had a urinary tract infection. It was unknown what medical intervention was provided for the urinary tract infection.

Event description:
It was reported that the purewick female external catheter was not suctioning the urine. The representative did water test the motor then it passed. The representative did the wick test and it failed the water cup test. The patient had 24 purewick female external catheters left in the box. The patient had been using this product for less than 90 days. Per additional information received via sample form on 29mar2022, stated that each time they tried the patient was soaked in urine and has been to the doctor several times with resulting that patient had a urinary tract infection. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. A potential cause of the failure is "operator error - incorrect parameters on equipment. Amount of material not verified before cut. Equipment error- inconsistent parameter". The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precautions: ¿ not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter it also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". It also states "peri-care and placement: 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.